Event description:
It was reported that during a procedure using a multivac 50 xl icw wand, after some time the screen on the device was noticed to be missing. The surgeon proceeded to take x-ray and was able to see the screen in the soft tissue and made the decision not to retrieve it based on its position of difficulty outside the joint. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Date of event, report date and date received by MFR corrected to reflect (B)(6) 2016.